Manufacturer narrative:
(B)(4). The problem is a result of use error and is therefore confirmed. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error.

Event description:
The caregiver (cg) mentioned that on (B)(6) 2012 after the rn had already utilized a minicap, the cg noticed that the packaging on the minicaps had been expired for 6 months. The cg contacted product surveillance on (B)(6) 2012 regarding the reported issue. The cg stated that the issue occurred during hp's hospitalization for high potassium levels. Quality relations manager received follow up from baxter clinical educator (bce). Bce stated that the hospital contacted baxter on (B)(6) 2012 to request homechoice in servicing. Bce held two training sessions at the hospital on (B)(6) and (B)(6), and provided the video training tools for continued use. This training would include the use of minicaps. Quality relations manager called and spoke with the caregiver to relay the action taken by the hospital. The caregiver was very receptive and impressed that the hospital took action as a result of her incident.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.